Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an insulin flow blocked alarm due to occlusion event on (B)(6) 2026. Due to occlusion issue, patient's blood glucose level was high and was treated with correction injection multiple daily injections. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.